Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous right coronary artery (rca). A 10/4.00 flextome(tm) cutting balloon(tm) was selected for a percutaneous coronary intervention. After the device was removed from the hoop, the shaft became detached 20cm from the tip of the catheter when attempting to remove the blue protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. An examination of the shaft revealed a break at the rx port. Further evaluation of the break site found that the shaft was stretched at the site of the break. Multiple hypotube kinks were also observed along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The distal section of the break site was returned for analysis and no issues were noted with the device that may have led to the shaft break. The balloon protector was still attached to the device. Negative pressure was unable to be applied. The balloon protector was removed with resistance encountered. The balloon was visually examined and no issues were noted. The internal dimension (ID) of the balloon protector was measured using a pin gauge set and was within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous right coronary artery (rca). A 10/4.00 flextome¿ cutting balloon¿ was selected for a percutaneous coronary intervention. After the device was removed from the hoop, the shaft became detached 20cm from the tip of the catheter when attempting to remove the blue protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.